Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 1:16 am oorl 247 mg/dl. (B)(6) 2025 3:20 am oorl 231 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 1:16 am oorl 247 mg/dl. (B)(6) 2025 3:20 am oorl 231 mg/dl. After dms review, we confirmed that the user received a "out of range low glucose" (ec12) alert at 1:12:42 am, when the sg was out of range and at 3:12:42 am, when sg was out of range.the user didn't seek for medical treatment and didn't treat for the event since his bg value was within expected values.user's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported experiencing a low glucose event and provided examples from (B)(6) 2025 at 1:16 am (sg: out-of-range low, bg: 247 mg/dl) and 3:20 am (sg: out-of-range low, bg: 231 mg/dl). Review of the data management system (dms) showed corresponding entries at 2:16 am with sg out-of-range low and bg 248 mg/dl, and at 3:17 am with sg out-of-range low and bg 230 mg/dl. Review of the alert history confirmed that the user received out-of-range low glucose alerts at the reported times, as the sg was below 40 mg/dl. The user did not seek medical treatment, as they were not symptomatic. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance. In an associated sensor inaccuracy case inclusive of this event, an RMA was issued for return of the sensor for further investigation. The sensor was returned; however, in-house testing could not be performed as the sensor was not readable due to a potential sensor electronic issue, which was not observed in the sensor in vivo data. The electronic failure likely happened during handling after the explant process or transportation of the sensor to senseonics and is unrelated to the complaint. A review of the sensor in-vivo data revealed optical instability which most likely contributed to the inaccuracies observed. The user was offered a sensor replacement as a resolution. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.